Event description:
Customer reported that tubing was found leaking at the female luer connection to the syringe. No pt harm or medical intervention required. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for eval.